Event description:
Account cannot adjust the brake caster.

Manufacturer narrative:
Tech asked account to check the brake block and brake cable to confirm that it is not wedged between the bearing and stiffener plate. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.